Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was not able to be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the "bag spike broke" and that they were unable to use the medication in the bag because of the spike breaking in the bag. They also stated that the medication dripped from the around the bag spike. Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. No other information was made available. [(B)(4)].